Manufacturer narrative:
B.5. Narrative field; new updated and corrected information is referenced within the update statements in b.5. Please refer to statement dated (B)(6) 2019 in the b.5. Field. No further follow up is planned. Evaluation summary. A female patient reported the cartridge holder of her humapen ergo ii device "could not rotate tightly" and the device did not work well. She experienced increased and decreased blood glucose. The patient continued to use the device. The device was not returned to the manufacturer for investigation (batch number unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. The patient reportedly used the device since (B)(6) 2015. The core instructions for use state the humapen ergo ii is designed to be used for up to 3 years after first use. In addition, the patient continued to use the device while experiencing problems with it. The core instructions for use state if any of the parts of your humapen ergo ii appear broken or damaged, do not use. There is evidence of improper use. The patient used the device beyond the approved use life and used the device after experiencing cartridge holder issues. These misuses may be relevant to the events of increased and decreased blood glucose.

Event description:
Lilly case ID: (B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned an approximately 58-years-old (at the time of initial report) asian female patient of han nationality. Medical history including fundus bleeding and eye pain. Concomitant medication included acarbose for type two diabetes mellitus. The patient received insulin lispro protamine suspension 75%/ insulin lispro 25% (rdna origin) (humalog mix25, cartridge) via a blue, plastic reusable pen device (humapen ergo ii), at morning 24 international units (iu) and night 18 iu; twice daily, subcutaneously, for the treatment of type two diabetes mellitus, beginning sometime in (B)(6) 2015 (reported as spring three to four years ago). Since sometime in 2015, while on insulin lispro 25/75 treatment, she was patient was hospitalized every year (specific date and reason of hospitalization was not provided) and was discharged on an unknown date. Sometime in 2018, she had laser surgery because of blood glucose high (values, units and normal reference range not provided) and aggravation of fundus bleeding. Her blood glucose was abruptly high and abruptly low (values, units and normal reference range not provided). On an unknown date, her humapen ergo ii (blue, plastic) cartridge holder could not rotate tightly, and that humapen ergo ii did not work well (pc number: (B)(4) and lot number: unknown). She was using her humapen ergo ii device for more than three years (improper use). Information regarding additional corrective treatment and the outcomes for the events was not provided. Insulin lispro 25/75 treatment was continued. The patient was the operator of the humapen ergo ii device and was not trained over the using techniques. The humapen ergo ii device general model duration was approximately four years and the suspect humapen ergo ii device model duration was three years (started sometime in (B)(6) 2015). The humapen ergo ii device was still in use and was not returned to the manufacturer. The reporting consumer did not provide any relatedness for the events with insulin lispro 25/75 treatment or its humapen ergo ii device. The reporting consumer felt that the blood glucose abruptly high and abruptly low was related to her diet. Edit 09dec2019: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 12dec2019: additional information received on 12dec2019 from the global product complaint database. Entered the device specific safety summary (dsss) and updated the medwatch and european and canadian (EU/ca) device fields for the suspect device associated with (B)(4). Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product compliant: (B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned an approximately (B)(6) years-old (at the time of initial report) asian female patient of (B)(6) nationality. Medical history including fundus bleeding and eye pain. Concomitant medication included acarbose for type two diabetes mellitus. The patient received insulin lispro protamine suspension 75%/ insulin lispro 25% (rdna origin) (humalog mix25, cartridge) via a blue, plastic reusable pen device (humapen ergo ii), at morning 24 international units (iu) and night 18 iu; twice daily, subcutaneously, for the treatment of type two diabetes mellitus, beginning sometime in (B)(6) 2015 (reported as spring three to four years ago). Since sometime in 2015, while on insulin lispro 25/75 treatment, she was patient was hospitalized every year (specific date and reason of hospitalization was not provided) and was discharged on an unknown date. Sometime in 2018, she had laser surgery because of blood glucose high (values, units and normal reference range not provided) and aggravation of fundus bleeding. Her blood glucose was abruptly high and abruptly low (values, units and normal reference range not provided). On an unknown date, her humapen ergo ii (blue, plastic) cartridge holder could not rotate tightly, and that humapen ergo ii did not work well (pc number: (B)(4) and lot number: unknown). She was using her humapen ergo ii device for more than three years (improper use). Information regarding additional corrective treatment and the outcomes for the events was not provided. Insulin lispro 25/75 treatment was continued. The patient was the operator of the humapen ergo ii device and was not trained over the using techniques. The humapen ergo ii device general model duration was approximately four years and the suspect humapen ergo ii device model duration was three years (started sometime in (B)(6) 2015). The humapen ergo ii device was still in use and its return was expected as she was hoping for a replacement. The reporting consumer did not provide any relatedness for the events with insulin lispro 25/75 treatment or its humapen ergo ii device. The reporting consumer felt that the blood glucose abruptly high and abruptly low was related to her diet. Edit 09dec2019: updated medwatch and european and (B)(6) (EU/(B)(6)) fields for expedited device reporting. No new information added.